Event description:
It was reported by the patient that they are "having a lot of discomfort in the device area. It's still swollen. I have been to the emergency room twice and my medical doctor game me pain medication." The patient indicated they were told the device was working ok, so the patient questioned why they still had pain. The patient said the doctor told them the pain was due to scar tissue. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.